Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. During deployment, the physician noticed the device was not the appropriate size when attempting to place the device into the patient defect. A decision was made to recapture the device and it was reported it was never removed from the delivery cable while inside the patient. A replacement 22mm amplatzer amulet left atrial appendage occluder was successfully implanted in the patient and there was no report of adverse patient effects during the procedure. It was reported the patient developed a pericardial effusion post implant and required pericardiocentesis. The patient status was reported as stable following the surgical intervention.

Manufacturer narrative:
An event of pericardial effusion post implant was reported. Information from the field indicated that a different size occluder was initially implanted and was recaptured whilst the delivery cable was still attached due to it being of incorrect size. The field also indicated that the patient had complex anatomy. Abbott requested additional information for patient's act level but this was not provided by the field. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.